Event description:
The doctor was not familiar with the silicone material. Before insertion he noticed a slight bent in the middle of the catheter. After insertion he flushed the catheter with heparin-nacl. During the removal of the stylet-(guide-wire) doctor felt some resistance and noticed catheter had an accordian effect. He successfully removed the stylet. But the white hub came off and there were leaks in two places of the catheter. Doctor inserted successfully a new catheter.